Manufacturer narrative:
Reference record (B)(4). ¿ catalog number is in the us list number, the international list number is unknown. ¿ the device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Photograph of the sample was provided. The photograph displayed no apparent damage, or defects were observed to the portion of nj tubing visible. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of naso jejunal (nj) tube. On (B)(6) 2021, the patient was scheduled for nj tube removal and peg-j placement. During the nj tube removal, the patient experienced injury to the nasal mucosa and a hemorrhage due to the tube blockage in the rhino-pharyngeal area. The patient was transferred to an ent specialist, where the nj tube was successfully removed with a fiberscope.